Manufacturer narrative:
The complaint of complications during the insertion process were confirmed based on the circumstantial evidence that was observed in the photograph that was provided for investigation. The photo showed one 20g insyte autoguard bc device. The tip of the needle was protruding through the side of the IV catheter tubing. The needle was partially retracted, and it appeared that the needle could not be fully retracted due to the needle protruding through the catheter tubing. Due to the evidence of use, the IV catheter was likely damaged during the insertion process. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." The complaint that the catheter spontaneously popped off of the needle could not be confirmed from the photograph. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter broke. The following information was provided by the initial reporter: after advancing the insyte autoguard and observing the blood return, she started to retract the needle but felt resistance. Something about the catheter at this point felt wrong. She then pulled back on both the needle and the catheter to remove them from the patient. Once removed from the patient, she observed that the catheter was split in half. Catheter inspected by maria and others who noted that while the catheter was split, all of the pieces were present. It took multiple tries